Manufacturer narrative:
Concomitant medical products: product ID: 3487a-45, lot# v782185, implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: lead. Product ID: 3487a-45, lot# v759792, implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of chronic low back pain and non-malignant pain. It was reported that during surgery one of the patient's leads had the jacket/insulation missing for an inch or more where the lead plugged into the extension. The lead was replaced. The patient also had a full system replacement. No further complications were reported or anticipated. No symptoms were reported.